Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 187 mg/dl. Customer went into the water with insulin pump under wet suit. Customer stated the insulin pump display went blank immediately after it was exposure to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Pump received reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.